Event description:
Covidien received information stating that while in use on a patient the ventilator generated an error message and the screen went blank. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)